Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was presented with thoracic spinal canal stenosis and underwent lamina of thoracic vertebra cutting decompression ,canalis spinalis expanded molding, vertebral pedicle internal fixation operation. Intra-op, cross link plug screw abnormally fractured. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis: the tip of one of the cross-link locking screws had fractured off. A microscopic review of the fracture indicated that there might have been a side load placed on the tip causing the material to overload. The tip was not returned for analysis. If information is provided in the future, a supplemental report will be issued.